Event description:
On (B)(6) 2009, when question regarding her infusion device, pt stated "if I'm sweating, it does seem like it's kind of wet." She stated that at times there has been some moisture "on the inside" of the insulin cartridge compartment. Advised if there is moisture in the insulin cartridge compartment to dry with cotton swab. There is not currently any moisture inside the compartment. Pt reported she does not know whether moisture and/or condensation may have been insulin, water or some other liquid. Pt stated that she attaches the infusion tubing and infusion adapter before placing the insulin cartridge into the infusion device when changing a cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.